Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle punctured its sheath.

Event description:
The needle punctured its sheath.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Lab evaluation : 1 x echo-19 from lot number c1311091 was returned to (B)(4) for evaluation. Upon evaluation of the returned device the following was noted: the device returned in a plastic bag. The sheath is damaged at the distal end, leaving the needle exposed. The stylet is in place. The needle punctured through the sheath at approximately 2.2cm from the distal end. The needle advances and retracts wit out any issues. The luer is not off center. The stylet is slightly stiff due to the needle breakage at the tip of the needle. The needle measures approximately 170cm, the cannula approximately 108cm the customer complaint is considered to be confirmed as the needle was broken at the distal end. A possible cause of this complaint is that the device was used with excessive force causing the needle to perforate and break off. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 from lot# c1311091 did not reveal any discrepancies which could have contributed to this failure. There is no evidence to suggest that this issue effects the entire lot # c1311091; upon review of complaints this failure mode has not occurred previously with this lot # c1311091. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.